Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: evaluation of the returned device revealed the balloon was loosely folded. No damage was noted to the balloon catheter. A pinhole was observed proximal to the distal shoulder of the balloon and there was a radial scratch at the pinhole. During attempted inflation, the balloon ruptured longitudinally starting at the pinhole. A conclusive root cause could not be determined for the damage to the balloon, however, it is most likely procedural related. The pinhole and the radial scratch noted on the device can result from by numerous factors including, but not limited to, mishandling of the device, interaction with patient anatomy, or interaction with accessories such as the rotating hemostatic valve or guiding catheter. It is unlikely that this type of damage occurred during manufacturing. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected, including scratch inspection and leak testing. Review of the device lot history record found no non-conformance associated with this lot.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in an unspecified vessel, the agiltrac balloon ruptured at an unknown pressure. The device was removed and there was no adverse patient effect. Though requested, no additional information was provided.